Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac re-synchronization therapy defibrillator (crt-d) delivered what appears to be inappropriate anti-tachycardia pacing (atp) and electric shocks for atrial fibrillation with rapid ventricular response. The crt-d remains in service at this time. No additional adverse patient effects were reported.